Event description:
Customer reported receiving inaccurate high readings. Customer tested blood glucose and received a reading of 201 mg/dl. Pt began to experience symptoms of hypoglycemia. Paramedics were called and upon their arrival tested with an unk brand of meter with a blood glucose result of 21 mg/dl. Treatment provided by paramedics was not described.